Event description:
The customer stated that she was on her way to the doctor's office due to high blood glucose. The reported blood glucose reading was 335 mg/dl. Troubleshooting was performed. No insulin exited during the prime test. The customer did not have another infusion set to retry the prime test at the time of the report. The customer stated that she will call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.